Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unrestricted flow. At 1700, a plumset tubing set was primed with 28,000u of heparin and was connected to the patient's peripheral IV site. The nurse placed the primed tubing into the device. It was reported that when the nurse was attempting to close the door, it was noted that the latch would not close completely. The tubing set was removed from the device. The customer contact indicated that the tubing was not disconnected from the patient's IV site and that the nurse did not close the cair clamp. The nurse left the room to obtain a replacement device. At 1710 after the nurse returned to the room, it was noted that the heparin container was empty. The physician was notified. A ptt (partial thromboplastin time) level was drawn with results reported as "greater than detection." The patient was treated with 2 doses of protomine sulfate 50mg. At 2130, a ptt level was drawn with results reported as 32 seconds. The customer contact stated "the patient recovered quickly." The device was removed from clinical service. Though requested, no additional information was provided.